Manufacturer narrative:
(B)(4) concomitant medical products: 00630506240, liner standard 3.5 mm, unknown. Unknown, size 9 stem offset, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised due to pain and metallosis approximately seven years post-implantation. MRI showed minimal fluid in the joint. The cobalt level was 7.2 at surgery time, and the chromium level was 3.2. The head and liner were removed. The liner was damaged upon removal. A new liner and head were implanted. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the head identified foreign debris in the taper. Scratches, most likely from the removal process were present on the spherical surface. Sem analysis of the product revealed the following: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope. The taper was assigned a modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. No further evaluation could be performed with the returned product. Evaluation of the returned device does not change the conclusion of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review determined: radiographically normal appearance of bilateral thas. Fit and sizing appear normal. Bone quality appears normal. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.